Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference (B)(4).

Event description:
The customer was scanning in 2d and then froze the image. Freeze/cine buffer intermittently reduced in frames. The msk injection procedure was completed, but the needle was missed and therefore no documented record of the injection being performed; the system was not recoverable, and data was lost.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The issue was reproduced in-house. The root cause is undeterminable. Reference# (B)(4).